Event description:
It was reported that patient replaced the programmer batteries about 3 weeks ago and after that she felt stimulation that was strong then it faded and then back to the same cycle again. The patient was instructed to turn stimulation down to 3.50, from 6.5 in program 3, and felt better but she still felt stimulation and then it faded. It was indicated that patient was likely on cycling. The patient was not sure if she switched programs. The patient switched to program 2 and she stated stimulation pattern was better, that she didn't have "this wave" sensation as before. It was indicated that it was possible that patient might have switched programs accidently. The patient probably had stimulation off the last 3 weeks, but stated that her return of urinary symptom was just a little, since she was taking oxybutynin (generic of detrol). The patient indicated that before having neurostimulator, the oxybutynin didn't work, but it was working after she got the implant. The patient would keep stimulation on and monitor symptoms. It was reported 8 days later that patient changed battery and lost programming. The patient was reprogrammed and was doing great presently. The patient was getting 50% or greater symptom reduction. The cause of the event was determined and not device related. The component involved was a programmer. It was noted that patient recovered without permanent impairment. Five days later patient reported that she received assistance from their manufacturer representative and her concerns were resolved. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer. Patient product ID: 3889-28, lot# va0e0wn, implanted: (B)(6) 2013, product type lead. (B4).